Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient stated that she let her ins go into discharge. The patient stated she has not charged her ins since about five months ago. The patient stated she tried to charge the ins today (B)(6) 2020, but it would not connect. Additional information was received from a manufacturer representative regarding the patient on 2020-jun-10. The manufacturer representative met with the patient on (B)(6) 2020 to troubleshoot the issue. It was reported that the device came out of the over discharge status after one physician mode restart session; however, the implantable neurostimulator then gave an end of service message and also a 0x008 power on reset message. The patient remembers having one previous over discharge. Manufacturer¿s records show that the patient had an over discharge in 2016 and again in 2018. There were no patient symptoms or complications reported.